Event description:
It was reported by service report that the restraints were frayed and worn and needed to be replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint straps.